Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pt had coupling and/or combination issues and that "the implantable neurostimulator (ins) may be flipped" although, this was unconfirmed. It was further reported, the pt had a shocking or jolting sensation following the use by his son of "the ins as a 'ladder' or 'foot hold' while climbing on the pt." Since this event, the pt reports, he feels a 'jolting' sensation and believes the ins is loose in the pocket. Pt's symptoms were at the ins location and pt was in fair condition. Additional info has been requested, but was not available as of the date of this report.